Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a trocar cannula issue. It was hard to insert and removed the probe through the trocar cannula during a procedure. The procedure was completed without consequences to the patient. This report will address the probe.